Event description:
It was reported that the pod had been worn between 37 and 48 hours. The patient stated there was bleeding and pain at the pod site on their arm. On (B)(6) 2025, the patient went to the hospital because the infection was not getting any better. The patient reported their symptoms included pain, swelling, hot, redness, puss and a hard large lump. The doctor diagnosed the patient with cellulitis and abscess. The patient was treated with flucloxacillin 500 mg one tablet 4 times a day and fusidic acid cream antibiotic cream 4 times a day. The length of the hospital visit was 4 hours. The patient applied a new pod and treatment was resumed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.